Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete, a follow-up report will be submitted.

Event description:
The customer reported that during use, the pt complained of pain on his/her right thigh. After surgery, it was found the pad site was slightly red and had a blister. The injury was described as 2nd degree. The pt is under observation. No other pt info is available. Initial eval of the returned sample found the pad did not have continuity.